Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level of 589 mg/dl. Customer's blood glucose level has been running high in the last couple of days. Customer never got her sensor hooked up to her body. Customer stated that the incident date was (B)(6) 2015. Customer had symptoms on nausea and dizziness. Customer has a back-up of manual injections. Customer is going to call back to finish troubleshooting later. Customer removed the site form the body and the cannula was not bent. No further assistance needed.